Event description:
It was reported that when using the pyxis medstation es system, the transmission of dispense messages to the electronic medical record system was delayed. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to a system performance issue. A technical support specialist followed the knowledge article (ka000007723 - medstation es - configuring messaging polling interval times and message processing speed) and stopped the external messaging service and the bd pyxis external inbound processor services and subsequently modified the configuration in the file to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device. The serial number, UDI and manufactures details kept blank since the given asset information found to be dell server.